Manufacturer narrative:
After multiple attempts were made to schedule a field inspection at the facility, the customer then confirmed that they do not have a service contract with baxter and records show the service contract was with a third-party provider. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. No inspection was able to be performed, therefore the cause of the reported malfunction could not be determined. Although there was no adverse event reported and the root cause of the reported issue could not be determined, if the eli380 were to lose wifi connection during patient monitoring it could lead to a serious injury or death therefore, baxter is reporting this alleged product failure.

Event description:
The customer reported having ongoing connectivity issues with the eli380 unit. There was no adverse event reported. This incident was captured under hillrom complaint ref #(B)(4).

Event description:
The customer reported having ongoing connectivity issues with the eli380 unit. There was no adverse event reported. This incident was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Field inspection is pending at the facility, the investigation is currently on going. All relevant information received will submitted in a supplemental report.